Event description:
It was reported that the patient received an alert for high, out of range, high voltage lead impedance. The svc coil was programmed off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.